Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing multiple shocks. Attempts to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) were unsuccessful, despite using four different programmers and multiple different environments. It was noted that multiple magnet resets were performed and elicited tones as expected, however the s-ICD would still not complete a successful interrogation. Subsequently a revision procedure was performed where the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the subcutaneous implantable cardioverter defibrillator (s-ICD) had no telemetry. When a magnet was applied, the device produced audible tones. The device was warmed to 37 degrees and still would not communicate. The radio-frequency wake-up pulse test was performed, noting wake-up pulses were intermittently short at lower temperatures. No further analysis was performed. The root cause the reported observations could not be determined.